Event description:
It was reported the manual wheelchair front riggings have broken and can no longer be elevated as needed. No patient consequences were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s.